Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right atrial lead and right ventricular lead failed to be retracted and extended. The leads were not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix partially extended and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Other anomalies noted were consistent with procedural damage.